Event description:
A customer reported their x8-2t transducer had a hole in the tip with exposed metal. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. This issue was found outside of clinical use. There was no patient or user harm associated with this event. A philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation of the reported problem confirmed the x8-2t transducer had a hole in the tip with exposed metal. It was determined the cause was a result of improper reprocessing and bite marks. There is no design defect and there is no further action. The transducer was replaced to address the customer's immediate concerns, and the replacement transducer is in service with no further similar issues.